Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation, or if additional information becomes available.

Event description:
The facility reported a triple channel colleague in which a heparin bag was on standby mode on channel c on a patient an free flowed. The nurse had stepped away and then later noticed that the bag with heparin was completely empty. Additional information was obtained 09/14/2004. The nurse manager stated the admitting diagnosis was necrotizing enteral colitits (nec). The patient remains hospitalized, but is "doing well". The incident occurred in 2007 when the nurse had 500 ml d10 and heparin 1 units/cc on channel c as replacement fluids in the standby mode from 5pm (night prior) until 2 am. The nurse had lipids on channel a and total perenteral nutrition (tpn) on channel b. The infusions were infused via a central line (location unknown). At 2am the nurse noticed that the bag of d10 with heparin was empty. He said that the nurse meant for the channel to be in standby. The patient experienced increased dieresis and increased blood glucose as a result of the "free flow." The patient's glucose was in the 80's prior to the event. After the event, the glucose was 288. The patient was given extra fluid (amount unk) to replace the increased urine output. The IV tubing product code and lot number used are unk and the tubing was not saved.